Event description:
A hospital in (B)(6) reported that the y-piece of an rt219 adult bi-level/CPAP breathing circuit was disconnected as the heater wire adapter was pulled from the y-piece. This was reported prior to patient use.

Event description:
A hospital in (B)(6) reported that the y-piece of an rt219 adult bi-level/CPAP breathing circuit was disconnected as the heater wire adapter was pulled from the y-piece. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt219 breathing circuit was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: the complaint device was returned with the heaterwire plug assembled to the inspiratory elbow. No damaged to the heaterwire plug or inspiratory elbow was found. The heaterwire was distributed evenly in the inspiratory limb and showed no signs of being pulled out of the inspiratory limb. A lot check revealed no other complaint of this type for lot number 110818. Conclusion: we were unable to replicate the fault reported by the hospital as a heaterwire adaptor was connected to the heaterwire plug on the complaint device, and the adaptor was able to be removed without the heaterwire plug being disassembled from the inspiratory elbow of the complaint device.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain more information regarding the complaint device and the device return. We will provide a follow up report upon receipt of the devices and completion of our investigation.